Event description:
Codman perforator used with midas rex drill did not automatically stop after passing through cranium. Drill bit went through dura in the brian tissue causing bleeding. Bleeding controlled. Routine postoperative c-scans were normal.